Event description:
It was reported the gastrointestinal videoscope had resistance in the channel, wherein bacterial culture cannot pass. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the device evaluation and the complaint investigation. The actual device was not returned; therefore, the reported event of a positive culture test could not be confirmed. Based on the completed investigation, and since neither the culture test results nor the hmi data were available, a definitive root cause of the malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.